Manufacturer narrative:
This report is submitted on 27 oct 2020.

Manufacturer narrative:
This report is submitted on october 8, 2020

Event description:
Per the clinic, the patient experienced an infection (site unknown). The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.